Event description:
Contact in foreign country reported that the tip fo the hook electrode broke off during use. The fragment was not located at the time of the event. After examining the patient with x-rays the broken piece was found to be located on the outer side of the thighbone. The patient has not had any pain thus far, and no patient injury was reported as a result of this incident. If this were to recur there is the potential that patient injury could potentially occur.